Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and damage to the front of the pump. The customer's blood glucose at the time of the incident is unknown. The customer does not know how the damage occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.